Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter would not power on. The patient indicated that the alleged meter issue started on the same day, around 7:30 am. As a result of the reported meter issue, the patient decided to take a decreased doses of 70/30 insulin and sliding-scale insulin. An unknown time after the meter issue began, the patient developed symptoms of thirstiness and a headache. The patient was able to test her blood glucose with her mother's meter and got a result of "hi." The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue started.

Manufacturer narrative:
Test strip lot # not provided. Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.